Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 4 of 5. The care giver (cg) stated that one of the supply bags had disconnected from the setup. The supplies had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the cg cyle the power on the hc, and the hc then proceeded to "press go to start." The tsr advised the cg to start over with all new supplies or perform therapy manually. The cg would inform the patient's registered nurse about the alarm. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The root cause of the system error 2240 was that a supply bag had disconnected, without falling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.